Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller started draining faster than it used to when charging the ins. The controller battery would drop from 100% to 60% in a few minutes of charging. The patient stated that at the same time their ins started depleting quicker. They would be 100% charged in the morning and by mid-day the ins would be at 40%. The patient denied and heat or damage to their equipment and any falls or trauma. They had not switched their programming recently either. They charged twice a day. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient and it was reported that they think the ins was depleting faster from the last time they had the device reprogrammed but they are not sure. The tech told the patient was told they would only have to charge every day, but it slowly started depleting faster and faster. The issue did not resolved. They did get 2 new batteries for the device and think they see a slight improvement. The patient provided charge logs. On oct/13 6 pm 40%, oct/14 7 am 30%, oct/14 7 pm too low, charged from 7 pm to 9:30 to go from 'too low' to 100%. The external battery charger went from 100% to 40%. Oct/15 9am 90%, oct/15 5 pm 80%, oct/16 7 am 40%, oct/16 11:15 am 'too low' took two hours to charge. Oct/16 4 pm dead, oct/16 100% 8 pm, oct/17 7 am 40%, oct/17 noon dead, oct/30 7 am 100%. The patient complained it is up and down.

Manufacturer narrative:
Continuation of d11: product ID 97745bp, serial# (B)(6), explanted: product type accessory, product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.